Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Upon reception, the subject home monitor was tested and the reported behavior could not be reproduced: the device was paired with a test implant and data was successfully sent to the back office. Therefore, no anomaly is suspected on the subject device.

Event description:
Reportedly, when the transmitter is plugged to the power supply the indicator and the 5 led light up and then turn off.